Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, only was observed signs of usage which could have been a result of an attempt at implantation. A dimensional inspection was not performed due to post-manufacturing damage. A complete functional evaluation was unable to perform for the tfna fem nail ø10 125° l200 timo15 due to mating devices were not received to assess their interaction of them, however, the lock prong assembly was able to assemble and disassemble as intended and the locking mechanism works as expected. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 125° l200 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 21-feb-2020, expiration date: 01-feb-2030, part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile, lot number: 43p3611 (sterile), lot quantity: 6. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d2: additional procode: ktt e3: reporter is a synthes employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture. The nail was not able to be connected to the device properly. Therefore, another nail was opened and used. The surgery was completed successfully with no surgical delay. There was no patient harm. This report is for a 10mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4) .